Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision of the patient's left hip after patient complained of pain. Surgeon reported that the head was disassociated due to excessive wear of the trunnion and liner (rep reported that the "liner was destroyed"). Surgeon reported that the shell was well-fixed and well-positioned. Patient was revised to a competitor stem and mdm cup with a stryker ceramic head.

Event description:
It was reported that surgeon performed a revision of the patient's left hip after patient complained of pain. Surgeon reported that the head was disassociated due to excessive wear of the trunnion and liner (rep reported that the "liner was destroyed"). Surgeon reported that the shell was well-fixed and well-positioned. Patient was revised to a competitor stem and mdm cup with a stryker ceramic head.

Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding disassociation involving an metal head was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. There has been no other event for the lot referenced. The event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Not returned to the manufacturer.

Event description:
It was reported that surgeon performed a revision of the patient's left hip after patient complained of pain. Surgeon reported that the head was disassociated due to excessive wear of the trunnion and liner (rep reported that the "liner was destroyed"). Surgeon reported that the shell was well-fixed and well-positioned. Patient was revised to a competitor stem and mdm cup with a stryker ceramic head.